Event description:
It is alleged customer was fitted with ankle strap apparatus. She was not using the ankle strap while driving and ran over her feet when they came off the foot platform.

Event description:
It is alleged customer was fitted with ankle strap apparatus. She was not using the ankle strap while driving and ran over her feet when they came off the foot platform.

Manufacturer narrative:
This is not a product problem. This was a fit issue. A more compatible seating system was fitted to the end user by the provider.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.